Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and loss of capture. It was noted that changes in thresholds and sensing were due to "transient metabolic abnormalities". It was suspected that the lead had dislodged. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.